Manufacturer narrative:
The failed device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line noted to be leaking. Upon taking dressing off, PICC line leaking @ connection.

Event description:
PICC line noted to be leaking. Upon taking dressing off, PICC line leaking @ connection.

Manufacturer narrative:
We received the catheter, connected to a needle-free connector with adhesive strips attached, as a faulty sample. The attempt to flush the catheter with water was unsuccessful, even after gently massaging it in warm water to dissolve any potential solution crystals or dried blood. When flushing the catheter with air, it began leaking at the junction between the catheter tube and the extension line. The microscopic examination revealed a tear or hole at the junction, which caused the leakage. The tear or hole displayed a typical rough surface, indicating it was caused by tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. Concerning this, there is a warning in the IFU: do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A 2-year review of vygon USA's complaint data indicates that there have been 9 reported complaints regarding leaking for lot 24c016d, three of which originated from this facility. Corrective action: as the catheter worked well 12 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.